Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: a08342.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the patients leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Sc-2138-50 sn: (B)(6). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. There is no evidence that the devices were used in a manner inconsistent with the labelled indications-instructions for use. The devices are on legal hold within the post market quality assurance laboratory and cannot be tested further. There is no additional information at this time. If additional information becomes available, the event will be updated as necessary.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the patients leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced.